Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned to the manufacturer and analyzed. Analysis was performed and no anomalies were found and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during a right ventricular (rv) lead extraction the right atrial (ra) lead became dislodged. The ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.